Event description:
It was reported pt implanted with zero-p implant approx one yr ago discovered via x-ray that one anterior screw backed out about 2mm from the implant. Surgeon has no plans for revision, will monitor the pt.

Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.